Manufacturer narrative:
Revision planned for pt with a unicondylar knee implant. Review of the device history record indicated that the device was mfg to spec.

Event description:
Revision planned for pt with a unicondylar knee implant.